Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when they attempted to deliver a shock during an electrophysiology study for atrial fibrillation, the device shutdown, then restarted with a red x displayed on the device. Using the same defibrillator the users delivered a shock. There was no report of patient impact.